Manufacturer narrative:
Batch review performed on 29 november 2019. Lot 124059: (B)(4) items manufactured and released on 17-dec-2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: partial hip revision surgery performed 3 years and 8 months after cementless total hip arthroplasty. No information concerning patient age, general health status and comorbidities is available. Radiographic image provided doesn't allow a proper clinical evaluation due to poor quality. On the basis of information received, no conclusion can be drawn.

Event description:
Revision surgery performed 3 years and 8 months after the primary due to a potted stem. The cause of the potted stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.